Manufacturer narrative:
Investigation: a visual inspection revealed the suction tube was severed in half. The inner spring coil was stretched and kinked. There was no evidence of blood. Based upon the visual observations, the reported complaint "tubing broke" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the vacuum tubing on the xp-5000 snapped and came completely apart. The failure occurred when it was being lifted by the arm out of the packaging. There was no pt contact. A replacement unit was used to complete the procedure. The product is returning.